Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable connector nut was confirmed via evaluation of the returned controller. The system controller (serial number: (B)(6)) was returned with tape wrapped around both the white and black power cable connector nut. The tape was removed, revealing that the connector nut on both the white and black power cable were being held together by the tape. The controller¿s white and black power cable were able to connect to a test power module patient cable connector and support a mock circulatory loop; however, the power cables could not be secured due to the broken connector nuts. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The broken connector nuts did not affect the controller¿s ability to operate the pump at the set speed. The downloaded log file contained approximately 16 days of relevant data ((B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2021 at 11:15:48 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was disconnected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had a broken connector nut on the black power cable. The controller was exchanged.